Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted on the device: minor scratches on the lcd window, cracked case near display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call that their buttons are not responsive. The blood glucose reading is 5 mmol/l.